Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose was 431 mg/dl at time of incident. Prior to the incident, the customer was at a funeral and unable to bolus, but when they returned home, they took a correction bolus but could not calibrate the sensor. The customer was aware of the cause of the high blood glucose and decline troubleshooting. It was unknown whether the customer was using auto mode. It was advised that the customer wait until blood glucose was stable prior to calibrating. No harm to the customer requiring medical intervention reported. The insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.